Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for compromised force sensor system and customer experienced high blood glucose of 400 mg/dl. Customer stated that insulin pump was not able to rewind. Customer performed troubleshooting for the reported event and customer was advised to revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received a33 alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test due to a33 alarm. However, device passed rewind test and displacement test.